Manufacturer narrative:
(B)(4). Medical products: persona natural tibia cemented stem cat#: 42532007101, lot#: 62938449; persona articular surface fixed bearing cr cat#: 42511000513, lot#: 62715821; persona all poly patella cemented cat#: 42540000032, lot#: 62816535. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00138, 0001822565 - 2018 - 01179, 0002648920 - 2018 - 00139, 0002648920 - 2018 - 00140. Remains implanted.

Event description:
It was reported that the patient is experiencing unknown symptoms and requires revision after left knee arthroplasty.

Manufacturer narrative:
Concomitant medical products: bone scr 6.5x30 self-tap cat: 00625006530 lot: 62789811, palacos rg 1x40 single cat: 00111314001 lot: 79894391. Reported event was unable to be confirmed due to limited information received from the customer.device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.